Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was sleeping when his cgm alerted him to a cgm value of 65 mg/dl. The patient¿s mother woke him up and gave the patient (2) glasses of juice. The patient¿s cgm level raised to 100 mg/dl. No bg meter comparison value was taken. The patient was wearing a tandem insulin pump. The patient then went back to sleep. The following morning, around 6am, the patient felt unwell, was vomiting, and became disoriented. The patient¿s mother called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 380 mg/dl while the cgm was reading 108 mg/dl. The patient was transported to the emergency room (ER.) At the ER, the patient¿s bg meter reading was 390 mg/dl and was diagnosed with dka. The patient was treated with IV fluids. The patient as discharged on (B)(6) 2026 with his bg values ¿within normal range and table¿. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The paramedics took the patient's blood glucose and it was reported to fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.